Manufacturer narrative:
The customer site reported that while operating the drx-revolution mobile x-ray system, a site tech backed up over her foot/ankle requiring medical attention on (B)(6) 2021. There was no patient involvement. Carestream health has evaluated the device and determined there was no device malfunction, the system is performing as designed and intended. The incident was caused by the user not following the instructions for use (IFU). The reporter details noted that the tech was most likely driving the system with one hand when the incident occurred as opposed to using both hands to drive the revolution as specified in the IFU. The site declined to provide additional details related to this incident. It is unlikely, if following the driving recommendations provided within the IFU, that this type of injury would occur. Carestream health has concluded this investigation.

Event description:
On (B)(6) 2021, carestream health (csh) was informed of an incident related to the drx-revolution mobile x-ray system. Initially the site biomed, (B)(6), called in with a request to slow down the backup speed of the drx revolution system. When informed that the speed cannot be changed, (B)(6) called carestream health (csh) and reported an injury. Specifically, (B)(6) (last name not provided due to privacy) - a trained site tech, backed the machine over her foot/ankle while driving the system with one hand. She is currently out of work due to injury. The biomed stated that there were no malfunctions with the drx revolution at the time of the incident. Csh field service has attempted to confirm and obtain details related to the incident, however, the site will not provide additional information.